Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the urgent care and was diagnosed with a infection. For treatment, the patient was prescribed antibiotics to take for 2 days. The patient was prescribed antibiotics but her infection continued to worsen over the next 2 days. During this time, the patient's blood glucose (bg) levels would not drop below 400. On (B)(6) 2021, she went to the ER and then was admitted to the hospital.